Event description:
The patient reported they were using their tens unit 2-3 days ago and started to feel not well and not like themselves. The patient reported they discontinued tens therapy use but had continued to not feel well.(B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)